Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter with one pt. Results as follows: date: (B)(6) 2011; 1st inratio: 1.6; 2nd inratio: 3.4; 3rd inratio: 3.6. Pt compliant on coumadin.